Event description:
A malfunction was reported on the pump, and there were no notable events leading up to it. There was no reported impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose.